Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's stimulation never covered their pain. Their stimulation never covered the pain in the back of their legs and feet. During the trial the stimulation worked and once the implant was in they were told by their doctor that it may not cover their pain. The patient also reported that their stimulation increased their pain- their stimulation caused the normal pain they had 24/7 to become worse. The stimulation increased the pain which was killing them and sucking the life out of them. The patient clarified that the ins wasn't causing this but the lack of pain relief. They were avoiding doing anything and taking more oral medication due to the pain. The patient lost 20 pounds in one month due to the lack of pain relief. The patient noted that this was a gradual change in symptoms. The patient had the system removed on (B)(6) 2017. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. Patient was having a scan for back pain. No further complications were reported/anticipated.